Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) stated that the lead was cut to remove it and it stripped apart when removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up information received from the healthcare professional (hcp) reported that the patient fractured the device after falling off a trampoline. On (B)(6) 2018, the device was turned off. On (B)(6) 2018, the patient had a revision with full lead replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1kkqv, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the lead was replaced because it broke and was shocking the patient. No further patient complications have been reported as a result of this event.